Event description:
It was reported by end users brother that there are several things on the m50 power chair that are very loose. Sometimes when she turns she falls out of the chair. She is very handicapped.